Manufacturer narrative:
The investigation for automated impella controller (aic) - battery failure (red alarm) has been completed. After reviewing the logs, the reported battery failure alarm issue was confirmed. There were multiple instances of transport connection blown/missing alarm. The device was tested after arriving in field service. The reported battery failure alarm issue was only able to be reproduced when connecting the console to a/c power and booting up the console with the battery switch disengaged. The reported battery failure issue was determined to be use related. It is suspected that the user turned the console on while connected to a/c power with the battery switch disengaged. After engaging the battery switch, it normally takes about 15 seconds for the alarm to clear. It is likely that the user did not give enough time for the console to register the battery switch engage because they expected the alarm to clear right away. The root cause of this issue was not engaging the battery transport switch before booting up the console. D9 date device returned to manufacturer added. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-15064. E2 health profession changed to no. E3 occupation changed to biomedical engineer.

Event description:
The complainant reported that the automated impella controller (aic) had an internal battery failure while on patient use. The aic was removed from service, and no patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.